Event description:
It was reported that the customer's insulin pump screen went blank and deleted all the programming. Following a battery change, the insulin pump remained blank. It eventually turned back on. Customer's blood glucose was 258 mg/dl. The insulin pump was not found to be physically damaged or exposed to moisture. It was stated the insulin pump was working fine at the time of the report. No further troubleshooting could be performed. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on mother board. No blank display anomalies noted. No deleted settings noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.